Manufacturer narrative:
The returned device was evaluated and the case description states that the user had 2 communication errors during activation. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit files show on the date of occurrence, while activating a new pod, the system was stuck on activation step 1. The system was then able to start the activation process for the pod before deactivating shortly after. This was also seen with a second pod that was shown to start activation and deactivate shortly after. Inspection of the log files for each of these show that there were communication errors and were denoted as podislumpofcoal indicating that the controller took too long to activate a pod. The pod will transition in to this pod state if it doesn¿t complete pod activation within a certain period of time. No other abnormalities were seen in the log files that would cause communication errors during activation. The exact cause of the communication errors during activation could not be conclusively determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 496 mg/dl while wearing the pod. In addition the patient reports having bleeding at the pod infusion site. The patient reports being unable to apply a new pod as they had received a communication error from the controller upon startup. Once at the hospital the patient was treated with 5 units of insulin as well as intravenous fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.